Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1 drawer 1 pocket b1 was failed. A field service engineer (fse) disconnected the row board cable and reconnected it along with all trays, cleared all dust and debris, and reinserted all cubies. Testing in hardware test application showed that 4 trays worked, but the 5th tray did not read and was causing the short. The full height cubie tray was replaced, but the 5th tray still failed to read, so the drawer was replaced with a new one. The new drawer tested successfully in hardware test application; the user inventoried the pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 pocket b1 was unable to open. The drawer pocket required maintenance intervention. Customer attempted troubleshoot with reboot, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.